Event description:
Patient reported obtaining back-to-back blood glucose results of approx 120 mg/dl and approx 400 mg/dl on the advantage system (patient could not recall exact values). While on the line with technical support, patient reviewed the device memory and found values of 147 mg/dl and 394 mg/dl, which she stated were likely the correct values. Patient indicated that no action was taken based on these values. No adverse event was reported. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.